Event description:
There was an allegation of a questionable sodium result from the cobas pro ise analytical unit that did not match the patient's clinical presentation. The result was 156 mmol/l and was questioned as the patient's previous result form (B)(6) 2025 was 139 mmol/l. The doctor believed the result did not match the patient's clinical presentation.

Manufacturer narrative:
The electrode lot number and expiration date were not provided. Information was provided that the customer's water system was checked and no further issues were noted. Detailed information on the issue with the water system was not provided. The investigation did not identify a product problem. The specific cause of the event could not be determined.